Event description:
Same case as manufacturer's report # 6000093-2006-02370. Tap it was reported that 158 days after implantation of a 2.5x24mm and a 2.75x32mm taxus express2 drug eluting stent, in-stent restenoses occurred. During the initial procedure, the target lesions were located in the distal left anterior descending artery (lad) and the "mid to distal" right coronary artery (rca). Pre-intervention stenoses of 75% and 80% respectively, were reported. It was not reported that the lesions were pre-dilated. A 2.5x24mm boston scientific stent was deployed at 12 atm in the distal lad. A 2.75x32mm boston scientific stent was deployed at 9 atm in the mid rca. Post-intervention residual stenoses of 0% were reported. It was reported that "prior to the intervention the patient was on heparin and integrilin." No patient complications were reported. The patient presented 158 days after the initial procedure with "dyspnea," a 75-80% distal lad and a 50-70% distal rca in-stent restenosis. The lad was "dilated several times for in-stent restenosis" with a 2.5x20mm boston scientific balloon. A residual stenosis of "less than 25% following balloon angioplasty" was reported. The posterolateral branch of the rca was "dilated" with a 2.5x20mm boston scientific balloon "then stented in the distal rca and posterolateral segment with a 2.85x24mm" bost scientific stent "to 12 atmospheres of pressure." A post-intervention residual stenosis of 0% was reported. The patient received heparin during the procedure. No patient complications were reported.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined.